Event description:
Patient's daughter noticed insulin leaking where the luer lock connects to the adapter. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.